Event description:
It was reported that stent damage occurred. The patient was being treated for stent implantation. The target lesion was located in subclavian artery. A 8.0x40x135 cm express ld vascular stent was selected for treatment. However, during preparation, it was noted that the tip of the stent was worn out and had a notch. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: express-vascular ld 8.0x40x135 cm was received for analysis. A visual examination found the stent to crimped in the correct position on the device. No damage or issues were noted with the stent. A visual examination identified the balloon had not been subjected to positive pressure. A visual examination identified no issues with the balloon material. A visual examination the tip of the device do be damaged. The tip displays characteristic of being in contact with a sharp object. No other issues were noted with the tip of the device. A visual and tactile examination identified no damage or any issues to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that stent damage occurred. The patient was being treated for stent implantation. The target lesion was located in subclavian artery. A 8.0x40x135 cm express ld vascular stent was advanced for treatment. However, during preparation, it was noted that the tip of the stent was worn out and had a notch. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.